Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ferritin (ferr), and the elecsys t4 assay (t4) on two cobas 8000 e 602 module (e602) analyzers. The erroneous results were not reported outside of the laboratory. Please refer to the following patient identifiers for information related to each e602 analyzer: (B)(6) = e602 serial number (B)(4). (B)(6) = e602 serial number (B)(4). The sample initially resulted with a tsh value of 0.033 uiu/ml when tested on e602 analyzer serial number (B)(4). The tsh test was repeated on the same analyzer, resulting as 5.59 uiu/ml. The same sample initially resulted with a ferr value of 1.02 ng/ml when tested on e602 analyzer serial number (B)(4). The ferr test was repeated on the same analyzer, resulting as 103.3 ng/ml. The same sample initially resulted with a t4 value of 0.420 ug/dl when tested on e602 analyzer serial number (B)(4). The t4 test was repeated on a third e602 analyzer, resulting as 12.57 ug/dl. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 274071, with an expiration date of 31-may-2018. The ferr reagent lot number was 253880, with an expiration date of 31-oct-2018. The t4 reagent lot number was 248077, with an expiration date of 30-sep-2018. Calibration was within expectations. Quality control results from 17-feb-2018 were within expectations. Based on the control data, a general reagent issue could likely be excluded.

Manufacturer narrative:
The alarm trace showed many abnormal sample probe aspiration and abnormal sample probe movement alarms, but it was not possible to identify if these alarms occurred close to the sample pipetting time. The investigation was unable to find a definitive root cause.